Event description:
It was reported that a patient underwent a right total knee arthroplasty procedure on (B)(6) 2011 and topical skin adhesive was used on the skin. On (B)(6) 2011, a culture was done and identified (B)(6). The patient is doing well on intravenous antibiotics.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a right total knee arthroplasty procedure on (B)(6) 2011 and topical skin adhesive was used on the skin. On (B)(6) 2011, the patient developed a surgical wound infection and a culture was done which identified methicillin-resistant staphylococcus aureus. The patient was started on ancef intravenous for six weeks on (B)(6) 2011. The patient was doing well on intravenous antibiotics.